Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument was found to have a damage on the tip handle. There was no report of patient involvement. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "damaged on tip handle". Failure analysis found the primary failure of bipolar yaw pulley with thermal damage between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. Portions of the yaw pulley were missing as a result. The sizes of the missing pieces are approximately 0.61¿ x 0.114¿ and 0.088" x 0.120" in size. Upon visual inspection, there was no damage observed on the conductor wire. The instrument passed the electrical continuity test. Common cause of the failure mode thermal damage between grips instrument bipolar yaw pulley was typically attributed to mishandling/misuse, for example by insulation degradation and carbonized tissue creating a conductive path. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) found the primary failure of bipolar yaw pulley with thermal damage between the grips to be related to the customer reported complaint. Confirmation of charring and localized melting and thermal damaged to a portion of the instrument has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.